Event description:
The contralateral attachment system deployed prematurely while being positioned in the limb. A pta balloon was used to pull the limb down the iliac artery. The right limb was sutured due to an ectatic artery.